Event description:
It was reported that a balloon detached from the catheter shaft during preparation before the procedure. There was no pt contact. The procedure was rescheduled. The device was returned, evaluated and retained by this MFR. The engineering eval indicated the balloon was detached from the shaft at the proximal end of the proximal sleeve. The area of separation appears to be smooth and there is no evidence of shaft elongation. The shaft was supple and flexible. No cause could be determined for this balloon/catheter separation based on co's aeval or follow up info obtained. No other complaints on this lot number have rec'd to date. Co this to be an isolated incident. All catheters are flex tested to ensure bond integrity during co mfg process.